Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the pump cable portion of the patient¿s driveline was confirmed via the submitted image. Although a specific cause for the damage could not be conclusively determined, it did not appear to have contributed to an electrical issue as the submitted log files captured the pump operating as intended. The submitted image captured a tear in the outer jacket of the patient¿s pump cable, adjacent to the pump cable inline connector bend relief. The underlying armor layer was exposed, but no wires were visible in this location. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an audible low voltage advisory alarm. The modular cable, system controller, battery clip set, and batteries were exchanged. The low voltage alarms occurred again. The patient was very anxious and was re-hospitalized. Additional information was received that the patient had another alarm on (B)(6) 2024 and presented to the hospital on (B)(6) 2024 for an appointment. All batteries showed a kind of oxidation on two small parts with no explanation. The batteries had only been used 14 times. The patient noted that their percutaneous cable was damaged for a long time.